Event description:
It was reported that it was difficult to insert leads into the header of the pulse generator. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.